Event description:
Theatre staff reports that part fell out of the tyvek packaging when the staff member in the sterile part of the theatre wanted to take it from the staff member in the non-sterile part of the theatre.